Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: (B)(6) 2023, the doctor found that the swg was kinked. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. Signs of use in the form of biological material were observed, which contradicts the customer report. The customer was contacted, and they confirmed that the customer handled with bloody gloves in the clinical setting; however , the defect was observed prior to use. It was also noted that the guide wire advancer and cap were not returned with the sample. Visual analysis revealed that the guide wire was kinked in three different locations. Once towards the distal end and twice towards the proximal end. This results in the j-bend to be slightly misshapen. Microscopic examination confirmed the damage. No other defects or anomalies were observed with the guide wire nor the tubing. The kinking on the guide wire measured 27mm, 645mm, and 661mm from the distal weld. The guide wire total length measured 683mm, which is within the specification limits of 678mm-688mm per the guide wire product drawing. The guide wire outer diameter measured 0.858mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. A lab inventory blue advancer and cap were assembled to the returned tubing. The guide wire was inserted. During normal assembly, the kinked portions of the guidewire are protected within the protective tubing. The guide wire was functionally tested per the guide wire instructions for use provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was passed through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Minor resistance was encountered due to the kinking; however, the guide wire was able to pass completely through the subassembly. A manual tug test confirmed that the proximal weld was intact. Packaging has been previously consulted. They confirmed that when assembled and packaged, the entire guide wire is placed within the protective tubing, so no part of the wire would be exposed. Additionally, without the kit returned for analysis, it cannot be confirmed if damage to the kit during storage/shipping attributed to the observed kinking. Therefore, at this time, the cause of the kink cannot be determined. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained three kinks across the guide wire body. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. During normal assembly, the kinked portions of the guidewire are protected within the protective tubing of the advancer assembly, however, the straightener tube and end cap were missing from the assembly and not returned. Based on the customer description and the sample received the potential root cause cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: on (B)(6) 2023, the doctor found that the swg was kinked. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The customer returned one guide wire assembly for analysis. Signs of use in the form of biological material were observed, which contradicts the customer report. The customer was contacted, and they confirmed that the customer handled with bloody gloves in the clinical setting; however, the defect was observed prior to use. It was also noted that the guide wire advancer and cap were not returned with the sample. Visual analysis revealed that the guide wire was kinked in three different locations. Once towards the distal end and twice towards the proximal end. This results in the j-bend to be slightly misshapen. Microscopic examination confirmed the damage. No other defects or anomalies were observed with the guide wire nor the tubing. The kinking on the guide wire measured 27mm, 645mm, and 661mm from the distal weld. The guide wire total length measured 683mm, which is within the specification limits of 678mm-688mm per the guide wire product drawing. The guide wire outer diameter measured 0.858mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. A lab inventory blue advancer and cap were assembled to the returned tubing. The guide wire was inserted. During normal assembly, the kinked portions of the guidewire are protected within the protective tubing. The guide wire was functionally tested per the guide wire instructions for use provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was passed through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Minor resistance was encountered due to the kinking; however, the guide wire was able to pass completely through the subassembly. A manual tug test confirmed that the proximal weld was intact. Packaging has been previously consulted. They confirmed that when assembled and packaged, the entire guide wire is placed within the protective tubing, so no part of the wire would be exposed. Additionally, without the kit returned for analysis, it cannot be confirmed if damage to the kit during storage/shipping attributed to the observed kinking. Therefore, at this time, the cause of the kink cannot be determined. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained three kinks across the guide wire body. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. During normal assembly, the kinked portions of the guidewire are protected within the protective tubing of the advancer assembly, however, the straightener tube and end cap were missing from the assembly and not returned. Based on the customer description and the sample received the potential root cause cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: 25 sep 2023, the doctor found that the swg was kinked. There was no reported patient harm or consequence.